Event description:
It was reported that bd alaris pump module infusion set had over infused. The following information was received by the initial reporter with the following verbatim. Pt was scanned magnesium was scanned into ihis then channel a on the pump was scanned tubing was primed and placed into the channel on short tubing pump was programmed correctly. Pump had the correct rate and dosage upon approving the pump to run. Then when going in at 0630am channel was beeping and line was dry and the mag was completely and ran over 20 minutes when it should have gone over 4 hours. Additional info: 1. Could you please provide a further description of the issue? Was there any leak due to damage or else any loose connection in the set up? No leakage. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2204-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.